Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump¿s remaining insulin reading indicated that there was more insulin remaining than what was in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings: during investigation, the pump powered on properly to the verify screen. During testing, a cartridge with approximately 110u was filled and was recognized correctly by the piston rod. Next, 10u was primed in the pump and the home screen correctly reflected 100u after the prime. A 10u normal bolus and a 10u audio bolus were performed successfully. The pump correctly calculated the remaining units of 90u and 80u after each bolus. A low cartridge warning and empty cartridge alarm was reproduced during testing and the pump gave the appropriate warnings. The correct amounts of remaining insulin were verified with each alert. The incorrect remaining insulin reading issue was not duplicated during the investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.